Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient came to the outpatient clinic on (B)(6) 2016 and reported a driveline fault alarm. The alarm was cleared but returned within 2 minutes. A system controller exchange did not solve the issue. The patient was reportedly asymptomatic. X-ray images of the percutaneous lead (lead) internal to the patient showed no direct indication of damage. X-ray images of the lead external to the patient confirmed several stressed areas. System controller log files reviewed by the manufacturer's technical services representative indicated a break in one of the wires. On (B)(6) 2016, a lead evaluation was performed by the manufacturer¿s technical services representatives. The external part of the lead was found completely covered with rescue tape and a clamshell was in place from a previous repair. The rescue tape and white silicone tube were removed and no fluid was found inside. There were several stressed and bent areas noted on the lead. Electrical continuity testing of all 6 wires passed; however, the pump stopped during manipulation of the area near the ¿hollister¿ clamp used to secure the lead. The bionate tube was opened and a broken brown wire was found. An external percutaneous lead replacement was successfully performed. No further alarms have been reported.

Manufacturer narrative:
The distal end portion of the driveline was expected to be returned for evaluation; however, it was reportedly lost in transit. Device evaluation: review of the submitted log files from two separate system controllers showed that multiple driveline fault alarms were captured; however, the pump speed remained above the low speed limit with stable parameters throughout the duration of the log files. Four x-ray images of the internal and external portions of the percutaneous lead (lead) were submitted for review. Based on these images, the internal portion of the lead appeared unremarkable with no area of concern such as twisting/kinking or potential breakdown of the metal braided shield; however, the images of the external portion of the lead revealed multiple darker areas indicating potential shield breakdown and also showed evidence of some kinking. The lead was evaluated on site by a representative of the manufacturer¿s technical services team prior to the distal end lead replacement. Rescue tape covered the entire external portion of the lead. Upon removal of the rescue tape and the outer silicone sleeve from the external portion of the lead, several stressed and bent areas were observed. The lead was tested for electrical continuity and manipulation of the lead during this testing resulted in a pump stop when the black wire was interrupted. The clear bionate layer was opened to examine the wires and it revealed that the brown wire was completely fractured. Based on the photo provided, it appeared that there was severe breakdown of the metal braided shield in the area of the fractured brown wire with abrasion marks present on the insulation of the wires. In addition, the two ends of the brown wire near the fracture point appeared to be slightly curved, providing further evidence that the wire damage was likely the result of fatigue failure due to repetitive flexing of the lead in this area. It should be noted that the device had been implanted for over 5 years. The fractured inner conductors of the brown wire would have resulted in the reported driveline fault alarms captured in the submitted system controller log files. Pump function could have also potentially been interrupted as a result of an electrical short to ground if the exposed conductors of the compromised brown wire made direct contact with the braided shield while the patient was operating on a tethered power source such as the power module. The external portion/distal end of the lead was replaced and the patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.